Event description:
It was reported that the device was explanted and replaced due to noise. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no noise was observed. The cause of the reported noise could not be determined.